Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient with delayed healing of an epithelial defect in the left eye post photo refractive keratectomy. Patient had an episode of herpes simplex virus due to the delayed healing. Patient started on anti-virals. Patient will be kept on prophylactic antiviral for three months.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Review of the logfiles for the day of treatment shows no error messages or other abnormalities that could contribute to the reported event. The system passed successfully all initialization steps and the user performed a gas change, skipped the scanner test and performed the needed energy and eyetracker without any issue. According to the provided treatment report, the reported treatment could be identified in the logfile. The logfile review showed the reported treatment was performed successfully without any problem. All other treatments on that day were performed without any abnormalities or problems. No technical root cause could be identified during logfile review. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).